Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was complaining of pain. Surgeon recognized tibial subsidence total knee was revised. Removed primary tibia/poly. Implanted ts liner/baseplate/stem. Surgeon stated that there was a significant poly wear.